Event description:
It was reported that a patient presented with over-sensed noise on their atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable.